Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and reboot due to not booting up. The log was downloaded and reviewed finding hardware errors. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver case was opened and an internal inspection was performed and passed.

Manufacturer narrative:
(B)(6). E1: country/post office or zip code - correction; h2: correction.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver displayed errhwrs. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Sr-(B)(4).